Manufacturer narrative:
No patient involvement. The field service representative (fsr) performed troubleshooting and observed the source of the smoke was from a charred bd., load/unload, c4/ci4100, I-side (rohs)_part number 7-205206-01 and cable, small, jumper, load_unload bd (rohs)_part number 7-205497-01 and both parts were replaced on architect c4000 serial number (B)(4) to resolve the issue. No fire was seen nor was any additional damage to the instrument identified. Review of architect c4000 serial number (B)(4) instrument service history found no additional issues of smoke and electronic burned parts. A review of tracking and trending for the bd., load/unload, c4/ci4100, I-side (rohs)_part number 7-205206-01 and cable, small, jumper, load_unload bd (rohs)_part number 7-205497-01 found no issues or tends. There is no indication of trends involving the architect c4000 analyzers related to the current issue. The 2021 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and adequate protection is provided for the operator against spread of fire from the equipment. The electronic burn observed was limited to bd., load/unload, c4/ci4100, I-side (rohs)_part number 7-205206-01 and the cable, small, jumper, load_unload bd (rohs)_part number 7-205497-01; the burn did not spread to other parts of the analyzer. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the achitect c4000 serial number (B)(4), or the bd., load/unload, c4/ci4100, I-side (rohs)_part number 7-205206-01 and cable, small, jumper, load_unload bd (rohs)_part number 7-205497-01 was identified.

Event description:
The customer observed smoke from the architect c4000 processing module following a power outage. Upon inspection by a field service representative, it was identified that 2 circuit boards and a cable were charred. No injuries or harm was reported. No impact to patient management was reported.